Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV, homogeneous cyst evident in lateral quadrants, small volume of homogeneous liquid," and "asymmetrical breasts, with the left of greater volume". The device has been explanted.